Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The stem trial came off the entry reamer.

Manufacturer narrative:
Examination of the submitted device confirmed significant damage to the two sides of the bayonet connection pins. The pins are pin bent upwards as opposed to being perpendicular to the center axis of the stem¿s outer diameter. It is unknown if the referenced "entry reamer" was a contributing factor to the reported event. The root cause is attributed to suspected misuse. The condition of the pins indicate side leveraging was applied resulting in pin deformation. Based on the root cause determination of suspected misuse, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.